Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified rapid ventricular response as ventricular fibrillation and delivered multiple inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the patient was admitted to the hospital and the device was reprogrammed. The patient was a participant in the product surveillance registry study.